Manufacturer narrative:
Customer will be contacted

Event description:
As per complaint (B)(4) during a clinical procedure a dental implants components became stuck and the implant was removed. There was1 patient involved in this event.